Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient date of birth/age is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 03.037.016, lot # 9423682: manufacturing location: (B)(4), manufacturing date: 11.may.2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of the right hip with tfn-advanced¿ (tfna) was performed on (B)(6) 2017. During the procedure, the surgeon used a mallet to strike the buttress nut. Upon striking, he hit the threads of the guide sleeve; therefore, the buttress nut does not turn. The buttress nut became stuck to the guide sleeve while being removed from the 130 degree aiming arm. Threads on the blade guide sleeve are damaged. The surgery was successfully completed with no delay. The patient outcome was reported as good. Concomitant devices reported: 10mm/130 deg ti cann tfna 400mm/right - sterile (part number 04.037.060s, lot number unknown, quantity 1); tfna helical blade 90mm sterile (part number 04.038.290s, lot number unknown. Quantity 1); 130 degree aiming arm (part number: unknown, lot number: unknown, quantity: unknown); blade/screw guide sleeve (part#: 03.037.017, lot#: 9485534, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. The following complaint device(s) was received by customer quality (cq): one blade/screw guide sleeve (part number: 03.037.017, lot number: 9485534) and one buttress/compression nut (part number: 03.037.016, lot number: 9423682). A visual inspection, and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned instruments were examined and the complaint conditions could be confirmed as the buttress nut would not turn and hence move over the guide sleeve threads. No new issues were observed with the returned devices outside complaint. The components are part of tfna proximal femur nailing system. The assembly is used as a guide to insert helical blade/screw into the bone. Technique guide does not advise the use of hammer to thread/un-thread the buttress nut onto the guide sleeve per synthes technique guide for tfna. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The failure mode is consistent with the hammering on the guide sleeve threads leading to cross-threading and obstructed motion of the buttress nut. The buttress compression nut is not supposed to be impacted and hence this is a case of user error. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon manufacturer investigation, the initially reported concomitant device blade/screw guide sleeve (part#: 03.037.017, lot#: 9485534, quantity 1) is no longer considered as a concomitant device and is determined as the complained device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.